Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed no prime warnings associated with zero force, which were not duplicated during eval.

Event description:
Eval revealed a misaligned display screen ad partially dislodged force sensor pins.